Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the daughter was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of over 600 mg/dl and current blood glucose was 231 mg/dl, also blood glucose value at the time of hospitalization over 900 mg/dl. The customer current blood glucose was 248 mg/dl. The customer was hospitalized on afternoon (B)(4) 2017. The customer's daughter found her passed out on bed. The customer was treated admitted to hospital. Outcome of the hospitalization was stay on medicine. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.